Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record for this product was not performed since the part and lot numbers were not reported and the product was not returned for analysis. It should be noted that the reported patient effect of infection is listed in the instructions for use for the guide wire hi-torque wiggle as a known patient effect of the procedure. Based on the article and case information, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment titled: post market clinical follow-up (pmcf) evaluation report stainless steel guide wiresh2 correction: corrected pmcf report attached.

Manufacturer narrative:
Estimated event date. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional cross-it xt guide wire referenced in the pmcf is being filed under a separate medwatch report number.

Event description:
It was reported through a post market clinical follow up evaluation report identifying the ht wiggle guide wire that may be related to infection. Details are listed in the article, titled post market clinical follow-up (pmcf) evaluation report stainless steel guide wires.